Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4). ¿ the dentist reported that 4 months after the dental implant was installed in intraoral region 28#, its non-osseointegration was observed. In addition, 35ncm of primary stability was achieved, the patient presented bone type I, immediate implant and immediate load procedures were performed and trauma over the implant has occurred.